Event description:
It was reported that the atrial lead exhibited a sensing anomaly. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation at 4.5 cm from the connector pin which exposed the outer coil. An external abrasion was noted at 15.4 cm to 15.7 cm from the connector pin which also exposed the outer coil. The damage found likely contributed to the reported sensing anomaly.